Event description:
It was reported that the device went in back up vvi mode. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt of the device, no communication could be established. The battery was found to be depleted. The battery was sent to the manufacturer and destructive analysis found an internal battery anomaly, which caused the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.